Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned gogear shower bag could not confirm the reported event of fluid ingress. A specific cause for the reported event could not be conclusively established through this evaluation. The shower bag was returned in new condition along with the shower belt which arrived in a plastic bag. The bag seams, zippers, and fabric appeared intact with no visible damage. The shower bag was mounted in a sink and water was poured onto the bag for over 15 minutes. The bag was visually inspected after 15 minutes did not reveal any evidence of a fluid ingress issue. The bag condition appeared unremarkable, and no damage was observed. The patient remains ongoing on heartmate 3 left ventricular system (lvas) support with no further issues reported at this time. The relevant sections of the device history records for heartmate gogear shower bag lot number 9066502 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 patient handbook, rev. C, are currently available. Section 6 of the IFU, ¿patient care and management¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿, provide instructions and images for how to properly put on, use, and take off the shower bag. Section 6 also states ¿do not submerge the shower bag in water¿. Section 8 of the IFU, ¿equipment storage and care¿, and section 6 of the patient handbook, ¿equipment maintenance¿, instruct the user to periodically inspect the wear and carry accessories for damage or wear. These sections further state, ¿if an accessory appears damaged or worn, do not use it. Contact the manufacturer with questions or to order a replacement, if needed.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that water got inside the patient's shower bag. The patient was instructed to use the shower bag which was provided during regular replacement.